Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument had an exposed wire at the tip. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wire exposed at the end of the fenestrated bipolar forceps (seen on the camera). Isi followed up with the initial reporter and obtained the following additional information: the issue was first observed intraoperatively. It was unknown if the wire was exposed due to damaged insulation. The cable was intact, the scissor tip cover was split on the sides. There was no loss of cautery associated with the damaged cable. It is unknown if there were any signs of thermal damage. No arcing was observed during the procedure. The procedure was completed with the same instrument, but a new scissor tip cover was replaced. No fragment fell inside the patient. The instrument appeared to be intact and was able to be used with new scissors tip accessory. There were no instrument collisions that occurred during the procedure. There was no issue removing the instrument or tool during the procedure. No photographic images are available.